Manufacturer narrative:
The affected product is not available for an optical examination. However, a picture of the drill shaft was provided. The described failure can be confirmed. The drill shaft was bent over 180 degrees. Further investigation is not possible based on the picture. It is known that the issue occurred intraoperatively. However, this had no health effect on the patient, since a replacement product was available. The manufacturing documents and the material certificates of the flexible drilling shaft were checked. These did not reveal any errors. The surgical techniques and instructions for use were also checked and showed no deviations. Based on the available information, no technical root cause could be determined of why the drilling shaft was bent as it is. It can only be assumed that the incident can be regarded as a random failure of a component with regards to the drilling shaft. A potential cause could be an unintentional user error, but this cannot neither be confirmed nor denied due to lack of information. This event was assigned to the error pattern "deformation of the instrument" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "bent" note: it is known that the issue occurred intraoperatively, hence it is very likely that it caused an extension of the surgery time. However, according to the available information, this issue had no health impact on the patient. The surgery could be finished without any issues with the aid of another product (not from implantcast).